Manufacturer narrative:
Date sent to FDA: 8/1/2018 additional information. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was further reported that patient underwent revision of the mesh on (B)(6) 2010 and during the procedure ¿left sided omental adhesions, extensive amount of bowel adhesions on right side to the mesh¿ were taken down. It was further reported the patient underwent removal of the mesh on (B)(6) 2015 during which it was noted ¿there were two pieces of mesh, one for a right lower quadrant spigelian hernia and one over the right groin. These were overlapped and all excised together, although these meshes were cut at one point to allow easier removal. As the mesh got down toward the right groin there was noted to be two nerves, presumably a femoral branch and lateral femoral cutaneous that were imbedded in the fibrosis of the mesh were carefully lysed and freed up. Then there was right inferior epigastric vessels which had grown into the mesh and so these were clipped and divided and the mesh in the area of dissection was evaluated and placed to the side.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.